Manufacturer narrative:
Concomitant medical products: t505c225 tissue valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and collapsed. The right ventricular (rv) lead exhibited dislodgement and high thresholds. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.